Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine equipped with a thermax blood warmer, a minor external blood leak was observed from the luer lock connection between the thermax disposable and the return blood line of the prismaflex st150 set, resulting in a small blood clot. The treatment was ended and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: address line 1: (B)(6). H10: the device and two pictures were received for evaluation. The visual analysis of the picture confirmed the presence of coagulated blood at the connection between the prismaflex set (male luer connector) and thermax bag (female luer connector). Visual inspection of the actual sample observed clotted blood at the level of the connection indicating a minor blood leak. No defects were observed. The connection was redone and a functional test (pressure test) was performed and no leak or air inlet was observed. The cause of the condition could be attributable to a bad connection between the return line of the set and the thermax by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.